Event description:
It was reported that customer called for an assistance during the use of intra aortic balloon. A flight nurse, reported an issue with arterial waveform acquisition after transferring a patient from a cardiosave rescue to a cardiosave hybrid in the ICU at st. Anthony¿s hospital. The waveform was not displaying, and although an x-ray had been completed, results were pending. A screenshot revealed the transducer was not zeroed; after zeroing, the waveform showed abnormally high readings (300s/300s). The nurse attempted to aspirate the catheter but found no blood return, indicating a clotted inner lumen. She was advised to cap the lumen, disconnect and discard the transducer tubing, and label the lumen ¿do not use¿ due to thrombus risk. Additionally, she was informed that an alternate pressure source was required for proper pump timing. Since the patient lacked a radial arterial line, the nurse was instructed to consult the attending physician for an alternative arterial access point. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, d7a, d4 (exp date and UDI), h4, h6 (medical device problem code) d4 (serial) should be left blank. Kindly revert this field. No decon or visual inspection performed since product was not returned and could not be evaluated. A call was received via the esp line, no patient harm or injury was reported. Tori, a flight nurse, requested help with arterial waveform acquisition on a cardiosave hybrid after transferring a patient from a cardiosave rescue. Upon switching devices in the ICU, the arterial waveform was not displaying. A screenshot showed a "not zeroed" message. After zeroing the transducer, the waveform displayed abnormally high values (300s/300s). Tori attempted to aspirate the catheter but no blood return was observed. It was determined that the inner lumen was clotted. The nurse was advised to cap the clotted lumen and discard the transducer tubing., label the lumen as ¿do not use¿ due to thrombus risk and use an alternate pressure source for pump timing. Based on the description, the clotted inner lumen of the arterial catheter led to inaccurate or absent arterial waveform readings, misleading high-pressure values post-zeroing and the inability to aspirate blood. The call description confirms the failure, however it is impossible to determine a detailed root cause since the product was not returned for investigation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that customer called for an assistance during the use of intra aortic ballloon. A flight nurse, reported an issue with arterial waveform acquisition after transferring a patient from a cardiosave rescue to a cardiosave hybrid in the ICU at st. Anthony¿s hospital. The waveform was not displaying, and although an x-ray had been completed, results were pending. A screenshot revealed the transducer was not zeroed; after zeroing, the waveform showed abnormally high readings (300s/300s). The nurse attempted to aspirate the catheter but found no blood return, indicating a clotted inner lumen. She was advised to cap the lumen, disconnect and discard the transducer tubing, and label the lumen ¿do not use¿ due to thrombus risk. Additionally, she was informed that an alternate pressure source was required for proper pump timing. Since the patient lacked a radial arterial line, the nurse was instructed to consult the attending physician for an alternative arterial access point.